Event description:
--

Event description:
Boston scientific received information that the patient exhibited high pacing threshold and noted low r waves due to left ventricular (lv) lead dislodgement. The patient has been scheduled for lv lead repositioning. During the procedure, the lead was easily extracted but when the physician flushed the lead, water was noted to be coming out about 3 cm up from the distal tip of the lead and revealed insulation breach. Hence, this lv lead was returned for further analysis. No additional adverse patient effects were reported. The lv lead was explanted and no longer in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Setscrew mark noted on the terminal pin and there were drag marks noted on the terminal ring. A long tear was also noted in inner/outer silicone insulation approximately 5 cm from distal tip - consistent with flushing damage. Both tines remain intact with no sign of damage. The tip of the lead noted no irregularities. Laboratory testing was unable to reproduce the reported lead dislodgement along with high pacing threshold and low r waves. However, detailed analysis revealed a tear in inner/ outer insulation which confirmed the insulation breach observation.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.